Event description:
Boston scientific received information that the chronic right ventricular (rv) lead exhibited an increase in impedance measurements from 460 ohms to 1380 ohms within four months. It was noted that the threshold measurement had also increased, however no noise or sensing issue were observed. A lead revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.